Manufacturer narrative:
(B)(4). Batch # n5300v. Additional information was requested and the following was obtained: what were the indications for surgery? Colon anastomosis what was the experience of the healthcare professional who fired the device? First assist (fa). Rep is not aware of years of experience of the first assist, but he fires the circular stapler during the colon cases and has used many times previously per the fa's own words. Was it confirmed that the safety was completely released prior to firing? The rep was told by the fa that when he fired the device, that the safety was released prior to firing the device. Was the location of where the device cracked determined? If so, where? Rep is not aware, returned the first device that was fired. Rep was told by the fa that the handle split/cracked in half. Was the triple stapling technique used or purse string? Rep was not present. What half of the staples deployed (which 2 quadrants)? Rep was not present, not aware. On the half that did not deploy, were any staples visible at all? Rep was not present, not aware. Was the loop cecum diversion planned or due to issue with device? Per the fa, the loop cecum diversion was due to the surgeon seeing bubbles after the second firing with a new device. The surgeon wanted to be extremely cautious after over suturing the second anastomosis. Was the washer inspected? If so, please describe. Rep was not present, not aware. What is the current patient status? No information provided. Was there an issue with the second device used? There was not an issue with the second device. The first device is being returned for analysis. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition the firing on the washer can be appreciated as if it was performed over existing staples. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic exploratory left hemicolectomy procedure they took off the safety, dialed it down into place then upon firing, the device cracked. It is unknown if the handle, the shaft, or something else cracked, but it was described as a structural crack, not a sound. The doughnuts were formed properly however only half of the staples deployed. Another like device of the same product code was used and after performing a leak test, bubbles were noticed. The surgeon over-sutured to stop the leak. After this a loop cecum diversion was performed with a colostomy bag.

Manufacturer narrative:
(B)(4). The device used that potentially led to the diversion was discarded.